Event description:
The "lumbar & neck revolving pulse heat therapy cushion" I purchased it on (B)(6) 2025. I used it last on (B)(6) 2025, between 9-10pm and the product bruised/burned me and left a scar. I went to the ER on (B)(6) 2025 where I was evaluated, I also brought the medical device with me, and the provider stated that the heating element might have went out on it that is used to keep it from overheating. I reported this issue to safer products.gov on (B)(6) 2025 and they advised in a letter/email that this is more an FDA issue. Report no. (B)(4). I bought the product on fsa.com by caring mill.